Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of stones. During the procedure, honeycombing in the image was noticed. The procedure was completed with the same exalt model d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient. Block h11: the returned exalt model d scope was analyzed. When the scope was connected to the capital equipment a "honeycombing" effect was observed. Once the camera was cleaned, the image was shown with no visual issues. With all the available information, boston scientific concludes the reported event was confirmed. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of stones. During the procedure, honeycombing in the image was noticed. The procedure was completed with the same exalt model d scope. There were no patient complications reported as a result of this event.